Event description:
The patient noticed she had a bladder infection a week or two ago and was having a bladder culture a day after this call. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va0lmr1, implanted: (B)(6) 2014, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare provider and manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015.